Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device passed a21 error test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing. (B)(4). The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed as well as no delivery alarm. The customer¿s blood glucose was 134 mg/dl. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and receiving another insulin pump error alarm after a battery change. Customer was reporting a past event. Customer reported that the alarm occurred during manual prime. Customer also reported that the event was resolved by changing complete set. Customer troubleshooting was performed. The device will be returned for analysis.